Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a decrease in estimated flow and power consumption of approximately 0.6w starting on (B)(6) 2017. Multiple low flow alarms have been logged starting (B)(6) 2017 upto (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to poor vad filling, incorrect positioning of the pump during implant, kink in outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient was admitted for persistent low flow alarms as low as 1.5 l/min per patient's wife. Review of autologs show there have been 60 low flow alarms that have been logged since (B)(6) 2017. The patient is asymptomatic, although they state they have been in bed most of the time and do not ambulate. The patient denies chest pain, dyspnea, abdominal pain/nausea, and denies any change in urinary/bowel habits, including hematuria. Computed tomography angiography (cta) was negative for outflow obstruction as was echocardiogram for inflow obstruction. Treatment is to monitor international normalized ratio (inr) closely and hemolysis labs. No surgical or medication intervention at this time since the patient is asymptomatic. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.